Manufacturer narrative:
H10: h3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Transducer p1 failed functional testing with raw output reading out of spec. Pump passed functional testing after a known good transducer was installed. The complaint was confirmed and the root cause has been determined to be a defective transducer p1. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found no related failures.

Event description:
It was reported that during knee arthroscopy, the flow was not working properly. The device was over-pressurized. The procedure was completed with the same device with no delay or patient injuries. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.